Manufacturer narrative:
A revision procedure was performed over a week later where the rv lead was surgically abandoned and the crt-d was explanted. The cause of the high shocking impedance remained unknown. It was noted that at the revision procedure the lv lead impedance measurements were within range and all other measurements were good. Since the lead appeared in a good position, they physician opted to leave the lv lead implanted and programmed to unipolar in hopes of resolving the issue. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shock impedance of 115 ohms. Review found that the impedance measurement had been trending high for some time. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. It was noted that the patient had already left the clinic. Over eight months later the patient became non-responsive and paramedics were called. Cardiopulmonary resuscitation (CPR) was performed and the patient was revived after five minutes. A remote interrogation was performed which showed the patient had ventricular fibrillation (vf) and seven shocks were administered. The patient's vf was successfully converted on the seventh shock. Further review found high out of range left ventricular (lv) pacing impedance measurements of greater than 2500 ohms along with high out of range shock impedance measurements of greater than 125 ohms for the right ventricular (rv) lead. It was noted that the lv impedance measurements had been intermittently high for the last month. An in office interrogation showed shock impedance measurements around 110 ohms. The patient was admitted for heart failure. The physician believed that the patient's increased heart failure was due to a lv lead fracture, however this has not been confirmed. The physician also noted that he believed the ineffectiveness of the first 6 shocks was due to the patient¿s decompensation, not the high shock impedance on the rv lead.